Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented after receiving an alert for low impedance on the left ventricular lead. The lead was tested and thresholds and capture were normal. The patient would continue to be monitored.